Manufacturer narrative:
Insulin pump received with normal operating currents and passed the self-test, unexpected restart error test , displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 560 mg/dl at the time of the incident. The customer stated that the insulin pump had a recurring motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 560 mg/dl and no troubleshooting was performed and no form of treatment was reported. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.